Manufacturer narrative:
Information was provided in the initial report that the non-toric , 16.0 diopter lens was replaced with an unspecified toric lens model due to a clinical reason of "blurry vision." Additional follow up indicated the replacement lens was 15.0 diopter lens. The exchange from a non-toric to a toric lens model may suggest that the replacement lens model was an improved choice for the patient's vision needs. The product was not returned to evaluate. Follow up attempts were made. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased contrast sensitivity and blurry vision. The iol was exchanged in a secondary procedure for a different model lens. Additional information has been requested.